Event description:
It was reported that an educator transferred a user experiencing recurrent low glucose after using the ¿more than usual¿ meal announcement for all meals, which led to excessive insulin delivery and hypoglycemia including a post-meal value of 47 mg/dl; this was characterized as an incorrect procedure related to the device user interface and incorrect meal size selection, and the user treated lows with oral glucose with current glucose 120 mg/dl. Symptoms included hypoglycemia with shaking or tremors, nausea, and tongue swelling associated with lows. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication and interviews and analysis of information provided by the user and educator. Investigation of this case revealed no device malfunction, a usage problem was identified, and the issue was attributed to failure to follow instructions when selecting meal size via the user interface. The educator advised an fr and a higher target range as part of troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.